Manufacturer narrative:
During a review of the event, it was discovered the complaint initial emdr record was canceled during the review of the new system. To be sure the record is transmitted, a new emdr record was created for the complaint and transmitted.

Event description:
Implant failed to osseointegrate.